Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker exhibited premature battery depletion (pbd). An engineering analysis determined that the device had high rate atrial sensing which could cause and increase in power consumption. Also, the minute ventilation (mv) and signal artifact monitoring (sam) were enabled that could use an additional power. Further, a device reprogramming was suggested. To date, the device remains in service. No adverse patient effects were reported.